Event description:
Customer states: after about 5 minutes use on a patient at hospital, the air leakage occurred. The doctor felt it seemed not to fit tightly to the airway wall. Customer confirmed that extubation and reintubation of replacement tube was required.

Manufacturer narrative:
Covidien cts reference number: (B)(4). The sample associated to this report is expected to be returned for analysis.